Event description:
It was reported by service report that the bed scale was weighing off by 60 lbs. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: load cells.